Event description:
On (B)(6) 2010, pt reported ongoing elevated blood glucose. This began on (B)(6) 2010, and target blood glucose is 60-130 mg/dl. Pt experiences vomiting and symptoms of hyperglycemia when blood glucose is above 220 mg/dl. Blood glucose elevated to 548 mg/dl on (B)(6) 2010, and pt corrected hyperglycemia with an insulin injection. Blood glucose returned to normal and then elevated to 453 mg/dl again that evening. Pt delivered insulin by injection and through infusion device as a correction. On the morning of report, pt woke with blood glucose of 404 mg/dl and it was 122 mg/dl before bed the night before. Pt delivered an insulin injection and blood glucose lowered to 166 mg/dl. Infusion device has not been dropped or damaged, and there was no leaking, air bubbles, or blockages within the system. Infusion set is changed every 3 days. Pt has limited infusion site areas due to scar tissue. No errors were received on infusion device and time and basal rates are set correctly. Pt was sent complimentary infusion set samples as pt believed current cannula length was too long. F/u was completed. Pt switched to a backup infusion device and blood glucose readings improved. Pt reported concern that basal rate delivery was inaccurate. Pt left infusion device in run mode and placed the infusion tubing on a piece of paper. Pt reported there was no moisture or indication of insulin on paper. Pt did not wish to continue troubleshooting and said she would f/u when she returned from vacation. F/u was completed. Pt remained on backup infusion device and scheduled appointment with diabetes educator. Primary infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.